Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer did not have a form of back up insulin therapy due to being out of the country.